Event description:
Additional data prior to explant of generator was received.

Event description:
Patient underwent generator replacement due to battery depletion. The generator was received and noted to be at an neos ¿ yes status. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. In the data dump, thigh impedance was observed. It is unknown when the high impedance began. There were no performance or any other type of adverse conditions found with the pulse generator. Diagnostics prior to explant was requested from the neurologist and the results are within normal limits.